Event description:
The customer reported that they received an erroneous result for one patient sample tested for c-reactive protein (latex) - crplx. The sample was initially tested and resulted as 0.00 mg/l for crplx and this value was reported outside of the laboratory to the emergency care unit. The emergency care unit rejected the result and reported to the laboratory that a potential error occurred. The sample was then repeated and resulted as 24.83 mg/l for crplx. A crphs test was also performed on the sample at a decreased sample volume and this resulted as 27.54 mg/l. A new sample was collected from the patient and tested for crplx and this resulted as 27 mg/l, which is similar to the previous sample result. The patient was not adversely affected. The crplx reagent lot number was 604395, with an expiration date of 06/30/2016.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the information. Additional information required for investigation was requested, but not provided. Since control results were within range both prior to and after the event, a reagent related issue could be excluded. Based on the fact that the customer uses 13mm diameter tubes without a required cup adapter, the root cause of the issue is assumed to be related to the sample tube not being in an upright position in the rack. This leads to incorrect aspiration of the patient sample if the probe hits the side of the tube. Use of a cup adapter for tubes with an outer diameter of 13mm or less is required according to product labeling.